Manufacturer narrative:
Insulin pump received a rewind anomaly due to loose drive support disk. Unable to perform the occlusion and excessive no delivery test or verify no delivery alarm due to loose drive support disk noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value 400 mg/dl. Customer's other blood glucose value was 350 mg/dl. Customer also stated that they try to do bolus and it say no delivery and also had motor issues. The device will be returned for analysis.